Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components: tah-t - l/n 078127 and freedom driver - s/n (B)(4) (MFR report #3003761017-2015-00085). The pt was implanted with the tah-t on (B)(6) 2014, supported by a syncardia companion 2 driver. On (B)(6) 2014, he was switched to a portable freedom driver. On (B)(6) 2015, the customer reported that the pt's tah-t cannulae and freedom driver drivelines were "black and stiff". The customer also reported that the pt said that his cannulae and drivelines had been discolored for at least four months. The customer also reported that the pt's home health care nurse had given the pt "some kind of wipe" to clean off his cannulae and drivelines.

Manufacturer narrative:
On (B)(6) 2015, the pt switched to a backup freedom driver without adverse impact. Later that day, the pt's cannulae were repaired by cutting off the blackened sections of cannulae, and new section of cannulae were connected with quick (cpc) connectors. The customer also reported that there was no adverse impact on the pt as a result of the cannulae repair. This alleged failure mode poses a low risk to the pt because it did not prevent the tah-t and freedom driver from performing their life-sustaining functions. The sections of cannulae that were removed will be sent back to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components: tah-t - l/n 078127 (MFR report #3003761017- 2015-00084) and freedom driver - s/n (B)(4) (MFR report #3003761017-2015-00085). The patient was implanted with the tah-t on (B)(6) 2014, supported by a syncardia companion 2 driver. On (B)(6) 2014, he was switched to a portable freedom driver s/n (B)(4). On (B)(6) 2015, the customer reported that the patient's tah-t cannulae and freedom driver drivelines were "black and stiff." The customer also reported that the patient said that his cannulae and drivelines had been discolored for at least four months. The customer also reported that the patient's home health care nurse had given the patient "some kind of wipe" to clean off his cannulae and drivelines. The customer also reported the following: on (B)(6) 2015 the patient was switched to a backup freedom driver without adverse impact. Later that day, the patient's cannulae were repaired by cutting off the blackened sections of cannulae, and new sections of cannulae were connected with quick (cpc) connectors. The customer also reported that there was no adverse impact on the patient as a result of the cannulae repair. The removed tah-t cannulae was returned to syncardia for evaluation. Evaluation of the cannulae and drivelines at syncardia indicated that the cause of the discoloration was likely from exposure to a product in the patient's environment or a product that was applied topically to the cannulae and drivelines. The colored tape applied to the cpc connector end of the drivelines protected the tubing from being exposed to the source of discoloration. The customer reported that the patient was given wipes by his home health care nurse to clean the cannulae and drivelines. (B)(4) is a syncardia approved level 3 supplier that provides analytical testing services. Evaluation of the cannulae and drivelines by (B)(4) indicated that the discolored cannulae experienced a significant loss of plasticizers, from 45% plasticizers in unused cannulae to 30% plasticizers in the discolored cannula. There was an increase in concentrations of silicon, sulfur, calcium and potassium in discolored cannula compared to unused cannula. This was indicative of less plasticizer in the darkened cannula, which would make the cannula material more brittle, as noted by the customer experience. In addition, the (B)(4) analysis indicated that the discolored cannula contained bromine, while the unused cannula had none. Hospital personnel, caregivers or the patient could have wiped the cannulae and drivelines with a cleaning product that contained bromine. This external cleaning product could have removed plasticizer in the cannula and caused bromine to appear in the chemical composition of the cannula. Bromine has a brownish color. Per syncardia's freedom driver system guidebook for patients and caregivers - us, section 9.1.2, users are instructed to inspect the drivelines and cannulae daily, and the drivelines are to be cleaned with a soft, clean cloth lightly dampened with mild soap and water solution. The investigation could not definitively determine the source of the customer-reported discoloration. Of the total implants to date ((B)(4) implants as of 08 february 2016), the occurrence rate of discolored cannulae/drivelines is (B)(4). This failure mode posed a low risk to the patient because the discolored cannulae and drivelines did not prevent the tah-t and freedom driver from performing their life-sustaining functions. The cannulae were repaired by hospital clinicians, and the patient was switched to a backup driver and drivelines. There was no reported permanent impact on the patient as a result of the cannulae/driveline discoloration or subsequent repair. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.